Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and variable r wave measurements due to dislodgement. This rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that lead dislodged was confirmed by fluoroscopy and lead measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and variable r wave measurements due to dislodgement. This rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.